Event description:
It was reported that patient underwent partial knee arthroplasty in 2005. Subsequently, patient was revised in 2009, due to tibial bearing dislocation. All components were removed, and replaced with a competitor¿s total knee system.

Event description:
It was reported that patient underwent partial knee arthroplasty in 2005. Subsequently, patient was revised in 2009, due to tibial bearing dislocation. All components were removed and replaced with a competitor¿s total knee system.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Age of device - unknowndevice manufacture date - unknownthis report filed october 15, 2009.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. This report filed october 26, 2009.